Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failures error. The customer¿s blood glucose level was 145mg/dl at the time of the incident. It was reported that they are not able to upload the pump data. It was reported that it gets to 3% and pump shuts down communication. The customer was able to complete pump rewind. The error table does not indicate the pump should be replaced. The self-test passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error during testing however, hardware low level failures error is found in the formatted history file due to broken trace at pin on the keypad assembly. Device was able to be uploaded to care link pro without any errors.